Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: unable to perform complaint lot history check for stopper damaged due to unknown lot number. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper is damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp had a deformed stopper before use. The following was reported by the initial reporter: "this is a report about a damaged stopper. According to the customer's report, the stopper was distorted diagonally."